Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that when interrogating the pump on (B)(6) 2020, the tablet clinician programmer showed service codes 97 and 98 (meaning low reservoir alarm detected and empty reservoir alarm detected). It was noted that a missed refill led to the alarms. Information was requested from technical services about these service codes, and they advised that the user should refill the reservoir, and explained that the application would require the low reservoir alarm to be reconfigured, and reservoir volume to be updated. The customer was given this guidance, and refilled the pump according to instruction. No patient complications were reported.